Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the texium syringe broke at the bonding point and leaked gemcitabine 2gm onto the hood during compounding in the pharmacy. The customer stated that this event caused an unspecified patient care delay. Although additional details were requested, there was no report of exposure or harm to the healthcare professional compounding the drug. After the event, the syringe was discarded.